Event description:
It was reported that a customer experienced an issue with their pump as the screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.